Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It is reported that a customer had issues filling insulin in their reservoirs. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs, and performed testing. The reservoirs/transfer guards passed per inspection. Found no occluded anomaly during filling. The reservoirs connected and locked in place properly. Evaluated three opened/used reservoirs, and also performed testing. The reservoirs/transfer guards passed per inspection. Found no occluded anomaly during filling. The reservoirs connected and locked in place properly.